Manufacturer narrative:
Analysis of programming history confirmed event.

Event description:
A programming anomaly was noted in an internal programming history review which showed on (B)(6) 2004 a patient's device was interrogated at 1/20/500/30/60 which likely resulted from a interrupted system diagnostic test. The patient's device was reprogrammed on (B)(4) 2005. ((B)(4) 2004) interrogate 1 20 500 30 60 1 500 30. ((B)(4) 2005) interrogate 1 20 500 30 60 1 500 30. ((B)(4) 2005) program 1.25 20 500 30 5 1.25 500 30.